Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00216. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a carotid artery procedure on (B)(6) 2011 and suture was used. The suture broke post operatively. On (B)(6) 2011, the patient underwent a reoperation because a hematoma formed. On (B)(6) 2011 a second reoperation was performed. Currently the patient is in good health.